Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was suspected of contamination during an on-site inspection. The technician took pictures of the internal tubing of the device, and submitted them to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the customer performed a quarterly cleaning and disinfection procedure per the IFU, as well as hpc testing to gain a quantitative analysis of water quality. No patient involvement was reported. Cardioquip received hpc test results outside of specification on 2024; indicating the device is contaminated and requires remediation.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. The customer choose to have an internal water pathway replacement for the device. The device has had this servicing procedure complemented and is now fully functional and can be returned to use in the hospital.